Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up and a spark was observed when the ac adaptor was plugged in. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report of "no power" was not replicated or confirmed. The customer's report of "adapter sparked" did show evidence during visual inspection. The auxiliary power adapter and the ac cord prongs were observed to have evidence of arcing (burnt). The device was subjected to testing and was able to power up under both ac and battery power with no issues. It is recommended that the power supply/ac cord be replaced due to the damage. Our evaluation concluded that the device functioned and powered on as expected. Analysis of reports of this type has not identified an increase in trend.